Manufacturer narrative:
(B)(4). The mitraclip remained implanted on the mitral valve leaflet. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the clip delivery system (cds). The information provided in the case details stated that per the physician, the mitraclip device did not cause the stroke, but the procedure indirectly contributed, as an additional antiplatelet (plavix) was used due to use of an atrial septal defect closure device which, in combination of heparin, would increase the risk of bleeding. It was noted that the use of the dual antiplatelet for 1-6 months depending on the device is considered standard. Furthermore, the mitraclip device was not reported as being the cause of the death, but the device indirectly contributed since the patient was doing reasonably well for a few days post procedure and the death was unexpected. The cause of death was stated to be intracerebral hemorrhage (ich). A review of the lot history record revealed no nonconformances. Based on the information reviewed, although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported patient effects of stroke (cerebrovascular accident) and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures.

Event description:
This is filed for stroke occurring four days post procedure and death. Although there was no device issue, the implanted clip cannot be ruled out as possibly contributing the stroke and/or death. It was reported that on (B)(6) 2014, two mitraclips were implanted reducing the functional mitral regurgitation grade from 4 to 1-2+. Although there were no device issues during the procedure, due to the use of the steerable guide catheter, a right to left atrial shunt occurred and was treated with an asd closure device. Post procedure, the patient was administered plavix and aspirin due to the use of the asd device. While in the intensive care unit, heparin was administered for treatment of a pre-existing pulmonary embolism. One day post procedure, the patient was weaned off the ventilator (tracheotomy mask trial) and was well. Four days post procedure, on (B)(6) 2014 at 6:00pm, the patient developed signs and symptoms of a stroke. A computed tomography showed a diffuse and massive intra-cranial hemorrhage. At the time of the stroke, the patient was on a heparin drip and plavix. The patient expired on (B)(6) 2014 following withdrawal of care. The cause of death was intracerebral hemorrhage.

Manufacturer narrative:
(B)(4). Per the physician, the mitraclip device did not cause the stroke, but the procedure indirectly contributed as an additional antiplatelet (plavix) was used due to the asd closure device that was used which in combination of heparin would increase the risk of bleeding. Per the physician, depending on the device, the use of the dual antiplatelet for 1-6 months post procedure is considered standard treatment. The mitraclip device was not reported as being the cause of the death, but the device indirectly contributed as the patient was doing reasonably well for a few days post procedure and the death was unexpected. No additional information was provided. The mitraclip remains implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch MFR number.